Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the product had excessive material on the tip. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: it was noticed that the tip of the probe had an excessive amount of glue at the end the failure(s) identified in the investigation is consistent with the complaint record. Based on the evidence obtained through the physical evaluation of the returned probe it was confirmed the bubble was identified as an excess glue applied to the ceramic during manufacturing. The probable root cause/s could be the cleaning/wiping the excess glue after applying was not performed. (B)(4).

Event description:
It was reported that the product had excessive material on the tip. The procedure was completed successfully.